Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter screen turns black when meter is turned on and won't go into the test screen. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
No product is expected to be returned.